Manufacturer narrative:
After the incident arjo qualified representative visited the customer to conduct the device evaluation. Except for some loose stitching of the sling, there were no other abnormalities found within the lift or the sling. Additional information will be provided in a follow-up report upon the investigation conclusion.

Event description:
It was reported to arjo representative that there was an incident involving maxi sky 600 ceiling lift and tailor made clip sling. Following information provided, during patient's transfer out of the shower chair the right leg clip detached from the spreader bar attachment point. As the consequence of the event the resident slipped out of the sling to the floor. The patient was taken to the hospital for an examination where a small head wound was found. No other injury was sustained.

Manufacturer narrative:
Arjo was made aware of an incident involving arjo maxi sky 600 ceiling lift and a clip sling. A facility client counsellor reported a patient fall out of the sling. According to the counsellor a caregiver did not lower the bed, but chose to place the patient on the bed with highly raised side rails. The caregiver manually lifted patient¿s legs in order to move the patient over the bed¿s side rails. The clip sling detached from the spreader bar attachment point (lug). The patient fell on the floor. The sling was used with no plastic support stays/stiffeners inside the head section of the sling. The patient sustained a small bleeding head wound, which was treated with first aid. The patient was taken to a hospital for a check. No serious injury was sustained. Arjo representative visited the customer facility after the event to perform an interview and device inspection. No malfunction was found within maxi sky 600 lift or the sling (apart from missing stiffeners). Based on product knowledge and previously made simulations we can state that a sling clip can detach when it is in an unstable position or not under tension. Sudden manual lifting of patient¿s legs may have caused the clip to move upwards and in a consequence to detach. This sequence of events might have contributed to the reported fall. Quick legs movement, patient¿s back-leaning position and missing stiffeners in sling head section could additionally influence the patient¿s slipping out of sling. This suggestion cannot be confirmed with a certainty. The instruction for use (04.sc.00) for passive clip slings provides actions that can be carried out to prevent situation reported by the customer from occurring. It is important to check the sling prior to use and make sure that the sling clips are attached securely before and during the lifting process: ¿to avoid the resident from falling, make sure that the sling attachments are attached securely before and during the lifting process.¿ ¿check that the stiffeners are completely inside the stiffener pockets, if any.¿ to sum up, arjo ceiling lift and clip sling were used as a system for patient transfer when the resident fell out of a device. Leg clip detached, the head stiffeners was missing and from that perspective system did not meet its performance specification. The complaint was decided to be reportable due to the allegation of the patient's fall and the injury occurrence.